Event description:
On july 9, 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was powering off during use and displaying an unknown error message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged the product issue began a few months prior to contacting lifescan. The patient manages their diabetes with a combination of medication; including insulin, glipizide and micronase. The patient reported increasing their usual dose of medication ¿ 90 units of lantus and 60-70 units of novalog ¿ in response to the alleged issue. The patient reported developing a symptom of ¿blurry vision¿ one month later. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca found that the meter battery needed to be replaced. The patient could not recall the specific error message they received. The patient reported having difficulty reading the serial number and the lot number on the test strip vial as the text was too small. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hyperglycemia after the alleged issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.